Event description:
A decision was made by the physician to remove the impella due to bleeding concerns and unable to stop aggrastat. The cp was removed in the critical care unit and the patient expired within three hours of admission to the unit. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Based on provided clinical details, the root cause of the access site bleed was anticoagulation management. Due to lack of clinical details and potential lack of relation between the complication and the pump, the root cause of the vascular damage could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18796: b2 death and date of death added. B5 patient outcome and death rational statement added. E4 should have been left blank. G1 reporting contact fax number missing. H1 type of reportable event. H6 health effect - impact code 1802 added.

Event description:
The complainant reported that during the impella cp placement they were unable to get the orogastric (og) tube in the patient. The patient was on aggrastat and started to bleed out of the nose and mouth. Trauma surgeon in room to place rhino-rockets in nose for bleeding. In the cardiac care unit (ccu), the patient developed a large soft hematoma with bleeding. Pressure was held and fem stop applied. A decision was made by the physician to remove the impella due to bleeding concerns and the inability to stop aggrastat. The cp was removed in the ccu. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."